Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have damage to the conductor wire insulation. The insulation exhibited thermal damage. A piece 0.028¿ in length was missing. The conductor wires were exposed, however, no cables were frayed or broken. An electrical continuity test was performed and the instrument passed. No additional damage was observed on the instrument. The root cause of the damaged conductor wires insulation is attributed to a component failure. The instrument had 12 lives remaining. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs show the customer last used the fenestrated bipolar forceps instrument part# 471205-17 lot# (B)(4) on (B)(6) 2021 during a pyeloplasty procedure on (B)(4) for 56:04 minutes. The instrument had 12 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the fenestrated bipolar forceps instrument had a break in the insulation with no indication of loss of cautery. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have a break in the insulation after being inserted into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to contact the customer to request additional information related to this event. As of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information on 20-july-2021: the robotic coordinator confirmed the event date of (B)(6) 2021 during a left pyeloplasty procedure. It was unknown if the instrument was inspected prior to use; however, the robotic coordinator stated that the staff informed her that the breakage in the insulation was observed when the instrument was inserted into the patient. There was no indication of loss of cautery. No instrument collision was observed and no fragment fell into the patient. The procedure was completed robotically with no patient injury or harm.

Event description:
Refer to h10/h11 for follow-up information.